Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported for this custom pak lot. Review of the DHR (device history record) indicates the order was built to specification. A sample is expected, but haas not yet been received at the manufacturing site for eval. The root cause of the customer's complaint is not known. (B)(4).

Event description:
A customer reported that upon first use of the kit during the phacoemulsification portion of a cataract with intraocular lens implant procedure, the equipment did not recognize the kit on the first prime, and the pt experienced collapse of the anterior chamber, the kit was exchanged and the procedure was able to be completed. There was no harm to the pt. Add'l info has been requested.